Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Customer returned pump for alleged cosmetic damage located at the front and back of the pump found on (B)(6) 2024. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, pillowing keypad overlay, label damage, and battery cap contact missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage and a crack in the back and front of the pump. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1880l and the product was returned for analysis.